Event description:
On (b)(6) 2026, the reporter first contacted the manufacturer via the company's online contact form regarding an injury sustained by her partner. The manufacturer responded requesting additional information. On (b)(6) 2026, the reporter provided that her partner sustained a laceration to the sole of his foot, for which he received stiches, after stepping on a broken bottle of manufacturer's product.

Manufacturer narrative:
This report is submitted because the reporter communicated that an injury had occurred. However, this submission is not an admission that the device caused or contributed to the event.The reporter contacted the manufacturer via the company's online contact form and explained her partner sustained a laceration to the sole of his foot after stepping on a broken bottle of manufacturer's product while stored or placed on the floor. It was not reported whether stepping on the bottle caused it to break or whether the bottle was already broken.The manufacturer's evaluation was limited to the information provided by the reporter. The device was not returned and was reported to have been purchased at retail; the reporter declined to provide device identifiers (model/lot), medical records, or a consultation with the manufacturer's physician, and requests for additional information were not fulfilled. This was a single reported event and no field safety corrective action is warranted on the current information. The reporter's complaint has been logged for internal post-market surveillance and risk-management review. As verifiable device and clinical information could not be obtained despite reasonable attempts, the investigation is closed. This report will be supplemented if additional verifiable information becomes available.